Event description:
Surgeon was using ligasure during procedure. The insulation around the tip of the instrument became loose. Surgeon was concerned that it would fall off into the patient, so it was removed from the sterile field and another ligasure was opened.